Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.